Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing stenosis. Symptoms include numbness, weakness, and spasms in the legs. The physician suspected that the lead was causing the stenosis. The patient underwent a revision procedure wherein the lead was replaced.